Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information stated no ventricular capture or r-wave sensing were observed. The lead was capped.

Event description:
It was reported that the patient received multiple shocks. It appears that the device was sensing far p-waves, causing the high voltage therapy. Lead dislodgement was suspected. The patient's current medical status is dnr.